Event description:
Boston scientific received information that this patient was not feeling well and device was at end of life (eol). Additional information received indicates that the device experienced premature battery depletion (pbd) since battery showed two years remaining last year. The device was explanted and was out of service. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that this pacemaker was suspected to exhibit premature battery depletion (pbd). The battery indicator reportedly showed two years remaining longevity last year with a magnet rate of 90 pacing pulses per minute; however, it reached end of life (eol) 10 months later. In addition, the patient was not feeling well, noting that they felt weak and tired for the past several weeks due to loss of rate responsiveness. The patient also had atrioventricular dysynchrony. The device was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, detailed mechanical and electrical testing was performed on the device. The device battery status was end of life (eol). The device functioned normally throughout testing. Laboratory analysis determined that this device experienced normal battery depletion; however, the estimated longevity remaining value appeared to decrease more quickly than expected between routine follow-ups. Factors influencing the estimated longevity remaining calculation include pacing rate, amplitude, pulse-width and lead impedance. Any changes in these factors will impact the battery consumption calculation and therefore the remaining longevity estimate. Please note that, despite the drop in estimated longevity remaining, the actual battery condition did not change significantly between follow-ups. In summary, it was determined that this device experienced normal battery depletion, but declared eol earlier than previously estimated.